Event description:
The patient was undergoing bilateral knee arthroscopies. As surgeon was working on patient's left knee, the right angle tip of the device (which is used for cutting and coagulating soft tissue) broke off in the knee tissue. The surgeon spent approximately one hour trying to retrieve the tip from the patient's knee, but was ultimately unsuccessful. After multiple attempts, the surgeon opted to finish the procedure and leave the tip in the patient's knee tissue. The device was removed from service and has been sequestered in risk management. The patient's surgery was completed and he was sent to recovery.